Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Examination of the rv lead through x-ray imaging revealed cardiac perforation. Diminished r-wave sensing was also observed. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The reported events were perforation and r-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with dried blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length measured within in specification. A tip stiffness test was performed, and the results were within specification. The reported event of r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.